Event description:
It was reported that the device alarmed air in system but had no air visible. No patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) revealed no issues. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, no further actions were taken. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.